Event description:
Additional information received reported the patient had an appointment on (B)(6) 2012, but did not report any complaints regarding this event to the nurse or physician.

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy. It was noted that the patient was scheduled to work with their health care provider (hcp) or manufacturer representative on (B)(4)-2012.

Event description:
It was reported that the patient was having a charging issue. She was charging every 16 days and the battery would go to half charge and now she was charging every 5 days. When the patient did a small back bend, she could feel that the stimulation was working. The patient also stated when she did a small back bend she cannot feel anything. The patient also had a problem with the healing process. One of her stitches did not dissolve and she had a small infection. The patient was doing fine before she moved and now things were going downhill. Her hands are acting out but was doing okay with the lower back. The patient soaked in the tub often. Her oral medications lasted a long time and the vicodin caused fibromyalgia pain. The patient often got back shots and was a needle dependent diabetic. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type extension, product ID 7495lz51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type extension, product ID 7435, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type programmer, patient product ID 3998, lot# la3176, serial#, implanted: 2002 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4)